Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose value was 22.9 mmol/l at the time of incident. The customer¿s current blood glucose value was 3.9 mmol/l. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report, customer does not allege pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The insulin pump had no delivery alarm during bolus. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reported event was resolved by infusion set change. The insulin pump will not be returned for analysis.